Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 19-may-2017 replaced the sample loop, the sample loop ferrule at position 1 on the injector valve was flush with the end of the peek tubing, resulting in to much sample being drawn. Installed a new sample loop, calibration successful, qc (quality control) in range, patient samples run, total areas are good. The most probable cause of the reported event was a faulty sample loop.

Event description:
On (B)(6) 2017 the customer reported high total patient samples areas with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.